Event description:
It was reported that the patient was having increase in seizures due to depleted battery of the vns generator, and thus, the patient was then referred for vns generator replacement prior to the replacement, the device was interrogated and indicated that the vns generator battery was at 5-11%. The vns generator was explanted and replaced. No other relevant information was provided to date.

Event description:
Product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal, and diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications.

Event description:
The generator was received for analysis, but product analysis has not been completed to date. No other relevant information has been received to date.